Event description:
It was reported that the patient presented for an implant procedure. Post-operative interrogation revealed, the atrial lead exhibited failure to sense and noise episodes. An x-ray was performed, which showed that the lead had been dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and noise. Final analysis found that as received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.